Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352500, model: sc-2352-50, serial: (B)(4), batch: 20389877.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the patients leads were fractured and majority of the contacts were no longer functional. The patient underwent a revision procedure.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that the patients leads were fractured and majority of the contacts were no longer functional. The patient underwent a revision procedure. Additional information was received that the patients lead was replaced and that the patient was doing well postoperatively. The explanted leads were disposed.